Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device. The customer was therefore unable to obtain sensor readings and lost consciousness. Emergency services were called and the customer taken to hospital. The customer was treated with glucose infusion for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.